Manufacturer narrative:
The customer stated that there was no patient involvement.

Event description:
Case #(B)(4)- npi 8100 error 210.6041. Dy02 - display- failure. There was no patient involvement. Case #: (B)(4). Case subject: npi 8100 error 210.6041. Account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module n. America v9.33.0.50. Contact: (B)(6). Contact email: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 210.6041 on lvp8100 sn (B)(6).

Manufacturer narrative:
The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4).